Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported a recurrence of si joint pain symptoms. The surgeon determined that the caudal positioned implant was malpositioned, too short and not fully across the si joint. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon removed the caudal positioned implant with chisels as it was solidly fixed in bone. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.